Event description:
It was reported that, wrinkles were found on the sheath of the probe of the subject device. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, wrinkles were found on the sheath of the probe of the subject device. The issue occurred during reprocessing. There were no reports of patient involvement.